Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a clinic follow up, there was a decrease in sensing and far p wave oversensing noted on the right ventricular lead. No intervention was performed and the patient was stable with no adverse consequences reported and will continue to be monitored.